Event description:
The customer called technical support (ts) reporting that the device cannot go into standby. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he cannot get into standby. While troubleshooting, the air flow was reading -1.2 on the unit. The customer will need to check his flow accuracy test, and recommended a flow sensor assy. The rse provided parts ID for the flow sensor assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer replaced the flow sensor assembly. The device was then functionally tested and passed specification testing. The device was then returned to service. The defective part was scrapped and will not be returning for failure investigation.